Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, he is seeing halos. The surgeon does not believe the complaint is lens related. Additional information has been requested. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/16/2009, 07/20/2009 and 08/04/2009 by mail, fax and phone. Additional information was received by phone on 07/16/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 08/14/2009.